Event description:
It was reported that the patient's carelink monitor (clm) had no power to it. Also reported that new batteries were placed, and the direction of the batteries was check for correct placement. The clm was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.